Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned device had a damaged firing rod. It was reported that the loading unit disengaged from the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the stomach during a laparoscopic bypass procedure, the surgeon was able to press the green button and squeeze the handle but the connection between the stapler and load twisted and broke off. The surgeon used another stapler and reload to complete the case. There was no patient injury.